Manufacturer narrative:
Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator for chronic pain and failed back surgery syndrome. It was reported that the recharger was broken. The patient admitted to breaking it by themselves. Pictures were provided that showed the desktop charger connector pin broken off inside of the recharger. The patient reported that the recharging system had a broken cable. Pictures showed a broken connector pin. The stimulation was off and the battery was depleting and could not be recharged. After broken cable, it was not possible to charge recharging system and implantable neurostimulator (ins). The issue was not resolved at the time of report. Additional information from the manufacturer representative that received the broken charger from the patient stated it was their opinion it was not broken by the patient but needed to be replaced by the manufacturer according with warranty conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned recharger (serial # (B)(4)) found that the plug on the adapter cable was broken. The adapter cable was replaced and the recharger passed a series of automated tests. If information is provided in the future, a supplemental report will be issued.